Event description:
Cadd pump was programmed to deliver etoposide 1310 mg per 65.5 ml, over 72 hours. Correct programming of the pump was verified. When the infusion was complete, the pump reported that 66 ml had been infused, however, 10 ml remained in the pump and had not been infused. Dates of use: 72 hours.